Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. When the probe was returned the needle guard was not on the probe and the needle/cutter was broken off which prevented us from further functional/performance testing. There was no observed obstruction within the aspiration line. We did confirm proper recognition of the probe on a calibrated console and speed cut at 20 thousand cuts per minute (cpm). The probe was able to prime successfully as well with the cassette during calibration. It's important to remind the customer to return the probe with the needle guard. The root cause of the customer's complaint could not be conclusively determined as the probe was damaged in returned condition which prevented further operational testing. After investigation of this complaint no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutter probe stopped aspirating during air replacement during the vitrectomy surgery. The surgery was completed after replacing the cassette to another one. There was no report of patient harm.